Event description:
Cpi received info that this possis sutureless lead was capped due to oversensing and noise. Two possis leads, both model 4320, are involved in the pt lead system, cpi is unable to determine which serial has the problem.